Event description:
Reporter alleged blood glucose measured 173 mg/dl back to back with a result of 80 mg/dl when tests were performed less than 10 minutes apart. No actions were taken or treatment resulted was reported. A request was made for the return of the suspect device and replacement product was sent.